Manufacturer narrative:
Submitted: 09/20/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 08/25/2016 with the following findings. On examination, the battery compartment was cracked on the side from threads to cover and the returned battery cap had stripped threads.

Event description:
The pump was returned for investigation. Investigation revealed battery compartment and battery cap damage. This report is made based on results of investigation completed on (B)(6) 2016.